Manufacturer narrative:
The date of this procedure is unknown. Complaint conclusion: as reported per the powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter survey, respondent #9 indicated a minor dissection due to inappropriate use by a fellow cardiologist, as well as a minor in-stent restenosis that needed a new procedure. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿vascular dissection¿ and ¿in-stent restenosis¿ issues cannot be confirmed, there is no additional information provided as this is in response to a balloon catheter survey. Therefore, the exact cause cannot be determined. Vessels that are resistant to angioplasty have a higher risk of intimal plaque rupture during interventional procedures. A calcified/resistant lesion can cause damage to the balloon and result in vessel damage during angioplasty. In-stent restenosis is defined as stenosis greater than 50% of the vessel lumen diameter. The occurrence of in-stent restenosis is related mainly to proliferation of smooth muscle cells with neointima formation. Restenosis happens because the elastic artery walls tend to slowly move back in after being stretched open. Additionally, the artery narrows if tissue growth during healing is excessive. A thrombosis, or blood clot, can form when clotting factors in the blood encounter something that¿s foreign to the body, such as a stent. Risks associated with angioplasty procedures include vascular dissection and in-stent restenosis. These are well-known and extensively documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. With the limited information available and without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported events. According to the safety information of the instructions for use ¿proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal. Prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Complications related to the product include, but are not limited to abrupt vessel closure, additional intervention, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, arrhythmias, arteriovenous fistula, bradycardia, death, embolism, hematoma at puncture site, hemorrhage, hypotension / hypertension, inflammation/ infection/ sepsis, ischemia, necrosis, neurological events, including peripheral nerve injury, transient ischemic attack and/ or stroke, organ failure (single, multiple), pain, paralysis, potential for balloon burst and potential complications (rated burst pressure), potential for separation and potential complications (integrity to be checked before and after use), procedural complications: bleeding, hypotension, access site complications, pseudoaneurysm, renal failure, restenosis of the dilated vessel, thrombosis, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion).¿ there is no evidence that the event was related to a manufacturing issue; therefore, no corrective action will be taken.

Event description:
As reported per the powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter survey, respondent #9 indicated a minor dissection due to inappropriate use by a fellow cardiologist, as well as a minor in-stent restenosis that needed a new procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Please note that the event date is unknown for this procedure. The lot number is unknown. Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.